Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted. Therefore, it was not explanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip is damaged. Through follow-up it could not be established if there had been patient contact with the unit or not.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 22th july 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection under magnification revealed that the complaint material was received with the lens in the lens module at the starting position. The cartridge was inspected and no cracks or issues could be identified. The complaint issue of "cartridge tip cracked/damaged" was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and no product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.